Event description:
The customer reported being hospitalized due to high blood glucose of 800mg/dl. Troubleshooting was performed. The time on the insulin pump was not correct. The customer stated that a button error alarm was on display, and the alarm could not be cleared. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.